Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/19056213. (B)(4). The device was not returned for review, therefore its condition cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, the patient fall likely caused or contributed to the stated event.

Event description:
It is reported that a patient was revised due to one long oblique fracture that occured during a fall on the evening of surgery.